Event description:
It was reported that the patient complained that the cylinder strength was weak one week before the revision surgery. The device was tested and judged that the reservoir had insufficient saline. The physician add saline to the reservoir. No components were removed or replaced. After this surgery, the patient was stable and the event resolved.